Manufacturer narrative:
The customer reported that the device was failing the op check, the unit does not see the paddles. The factory has not yet received the device for evaluation, and the complaint is still being investigated.

Event description:
The customer reported that the device was failing the op check, the unit does not see the paddles.